Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2025. During the procedure the right ventricular (rv) lead exhibited over-sensed noise with pocket manipulation, and it was observed that the lead was fractured. The lead was capped and replaced. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.